Event description:
It was reported that automatic pullback failure occurred. A 100v ilab ultrasound system was used in conjunction with an imaging catheter and a pullback sled to view the target lesion. During the procedure, it was noted that the ilab ultrasound system froze during pullback. It did recover after it was restarted, but two patient's data were deleted or disappeared. No patient complications were reported.